Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was high blood glucose that led to organ shutdown. The caller stated that the customer had diabetes and typical health issues for his age that may have led to the customer's passing. The customer¿s blood glucose was over 1000 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.